Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 2.5x16mm drug eluting stent was placed. Post procedure, the pt presented with an mi and in stent thrombosis. Additional info has been requested.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. It is notable that there is no evidence that indicates the stent involved in this event malfunctioned, or in some way did not perform to specification that may have resulted in this effect. There was no indication of a mfg defect or anomaly identified within the review of the mfg records for the reported batch number. The mfg records have veen reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause will be documented as anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use.